Manufacturer narrative:
The mixer on the analyzer was replaced. The investigation determined the issue was resolved by replacement of the damaged mixer.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys ferritin on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The reporter also mentioned another assay was failing calibration. The first sample initially resulted in a ferritin value of 1.00 ng/ml and repeated as 7.58 ng/ml. The second sample initially resulted in a ferritin value of 1.04 ng/ml and repeated as 127.8 ng/ml. The third sample initially resulted in a ferritin value of 0.986 ng/ml and repeated as 268.4 ng/ml. The ferritin reagent lot number was 531313. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer checked sample probe adjustments and these were ok. The sample probe was cleaned. The reagent probe was replaced and adjusted. The mixer was crooked and it was necessary to adjust it. The photomultiplier high voltage was checked and was approved. Performance testing was run and was approved. No further issues occurred after these actions.